Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the device. The patient was later seen in-clinic for provocative testing, however, the noise could not be reproduced. No intervention was performed at this time. The patient was stable and will continue to be monitored.